Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested from this patient's physician, but no new information has been received to-date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's spouse that approximately four years, ten months after the implant of this mechanical aortic valve, echocardiogram showed a progressively worsening leak on the valve. The product was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.